Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated during the infusion and leaked medicine on the patient. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "one of the tube sets broke during a patient infusion and the drug spilled all over the patient."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated during the infusion and leaked medicine on the patient. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "one of the tube sets broke during a patient infusion and the drug spilled all over the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-sep-2022. H.6. Investigation summary: the customer reported the tubing set is breaking, and returned one used drip chamber, without the bottom half of the tubing. In addition, there was packaging and photos. The sample verifies the complaint of separation. The root cause could not be identified, with these types of separations the first thing we look for is an issue with the solvent at the tubing connection. In this case, there appears to be plenty of solvent, and the tubing is separated below the connection point with the drip chamber. The root cause is unknown, as the tubing appears to be cut or otherwise altered after the manufacturing process. We will continue to track and trend this failure. Device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.